Manufacturer narrative:
A ge service rep performed an on site investigation. The motherboard and printer circuit board were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to fluoroscope. No report of pt injury.